Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced premature battery depletion. The implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. High battery impedance triggered elective replacement indicator (eri). Eri due to high battery impedance was recorded on (B)(6) 2018, prior to explant. Ramware version 8 was installed on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an increase in battery impedance. The implantable pulse generator (ipg) was initially reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.